Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that the operator, who is trained in use of the device, attempted femoral arteriotomy closure using the starclose vascular closure system, after an unknown procedure. The vessel locator button would not deploy. Hemostasis was achieved with manual compression. No add'l info is available.